Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the a1, a2, a3, a4, a5, a6, b5, d4, d11, and h4 section and to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received (B)(6)2019 : patient had a cardiomems implanted on (B)(6)2019 and right femoral embolectomy on (B)(6)2019 . The time between when the patient had and intervention to when the onset of the pain began was 2 days (subject implanted on (B)(6)2019 , called the clinic to report symptoms on 6/27/2019). The patient thought the pain was a cramp and massaged/changed positions to relieve pain in the right leg. Groin/implant site was mentioned by patient being soft/non-oozing with no mention of pain. The sheath accessed the femoral vein. The femoral vein was access to perform the heart catherization and implant of the cardiomems device. To access the vein, a sheath was inserted into the vein to keep it open and allow for the swan gans to be inserted and a tracing of the heart to be done. The sheath also remained for the implant of the cardiomems on the guide wire. After the implant, the nurse removed the sheath from the groin, adding pressure. The patient had been on eliquis and was taken off of it for 3 days as a requirement. Pi believes that the eliquis could have led to what is believed to be right femoral embolism. The right femoral embolectomy was performed by a vascular surgeon in the or following ER visit. The physician does not believe that the device contributed to the cause of this reported event.

Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - unknown. Manufacture date - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the first device used on the patient; see MDR no. 1118880-2019-00202 for the second device and MDR no. 1118880-2019-00203 for the third device reported that was used on the same patient.

Event description:
The user facility reported that a patient called in about right groin/implant site pain that did not resolve with massage or change of position. There was no discoloration or oozing but area was soft. The patient stated that the pain was mainly towards knee/calf. The patient was advised to go to local ER. External records reported that the femoral arterial thrombus/embolism artery was not accessed or touched during implant but events could be due to sheath removal and compression post-procedure or cardiac source as a result of eliquis interruption. The patient was treated in the ER where the right femoral embolectomy was performed and was sent home.